Event description:
On 04/11/2007, the company received a report where it was claimed that, the tube could not be connected to the hme trachvent plus device. The customer indicated that replacement of the tube was required. No further information was provided.